Event description:
It was reported that a power source alert, specifically alert 07, occurred on the pump, but the pump began charging after being left plugged into a working outlet using the original supplies. There was no adverse impact to the customer¿s blood glucose level. The customer confirmed that the battery was holding a charge and reported no further issues, so no additional action was necessary. If problems continue, the customer plans to contact support for assistance.